Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a piece of what appears to be the rubber stopper is observed inside the vial. Given the stopper is not visible within the photos, it cannot be fully verified. A device history review was performed for reported lot 2306114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Retained samples from lot 2306114 were used for additional evaluation. Functional testing was performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify the specific root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a steady and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that an incorrect verbiage was used in section h10. Corrected verbiage: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Event description:
Clinician reported that she had three seperate incidents of the phaseal coring the rubber on the infliximab vial. She said she did not do anything different to what she normally does and has been very careful with the way she pierces the vial. She has provided photos of the rubber within the phaseal protector. She contatced pharmacy and was told it was still safe to use the medication.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the complaint was submitted in error. There was no identified defect or malfunction. This MDR will be void and the complaint cancelled.